Event description:
It was reported that the device exhibited cassette not properly attached alarms. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer complaint of ¿cassette. Not properly attached alarms¿ confirmed through confirmed through log/alarm history, found a detached downstream occlusion sensor (dso) seal through visual inspection. Replaced dso seal. Performed dso/upstream occlusion sensor (uso) calibration. Performed performance verification tests, unit passed all testing criteria. Software updated. Unit reset to standard configuration.